Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to fill the cannula and the buttons on the insulin pump were unresponsive. The customer had the block on his insulin pump. Customer's blood glucose level was 390 mg/dl. The customer was hospitalized due to this issue. The call was disconnected. The device was not returned.